Event description:
A malfunction was reported on the pump, with the caller indicating no significant events prior to the issue. There was no adverse impact to the customer's blood glucose level. Technical support provided the caller with pump reset information and assisted in resetting the pump. The malfunction code did not recur after the reset, and the customer was advised to continue using the pump while being instructed to call back if any issues arise.